Manufacturer narrative:
Although it has been stated that the sample was disposed of at the hospital, an investigation into the reported event is being conducted. Upon completion of the investigation, a follow-up medwatch will be submitted.

Event description:
Materials management personnel at hospital reported when they opened inner carton to remove convenience kit, they noticed that the lidstock on the hardpack tray was partially open, thereby breaching sterility. The shipper carton and inner box appeared intact. The kit was not used and was discarded at the hospital.